Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have severely bent grips, causing misalignment of the grips. There was a 0.2670¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional findings related to customer reported complaint: the instrument was found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. A device history record (DHR) review involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not opening the jaws and not firing energy. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues noticed. The procedure was a radical prostatectomy. The surgeon was to coagulate. There was no bleeding and no unexpected tissue removal. And the tips were not closing. The target tissue was a little vessel and there was no system fault. The jaws were not stuck on tissue. The procedure was completed robotically with a backup instrument. There was no patient harm. The instrument was not in strong grip mode.